Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will not respond to a forward command unless the end user jerks her body forward and then the chair will respond. This issue was intermittent at first, however, now it is more consistent.